Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. ((B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05991.

Event description:
It was reported that during the surgery, the shell was inside of the inserter and would not release from the thread. Therefore, another shell was used. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.